Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery charged slower than expected. Customer¿s blood glucose level was not impacted. Reportedly, the customer was able to charge the pump with an alternate wall adapter.